Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a fill estimate issue on the pump showing 115 units. Displayed fill estimate was dynamic, not static, and exceeded expected values by more than 30 units. Despite following correct procedures, including not overfilling the cartridge and using room temperature insulin, the discrepancy persisted even after reloading the same cartridge, with a current display of 90 units. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, delivered a 10.2 unit bolus and opted to continue using the current cartridge instead of loading a new one, planning to follow up if necessary.